Event description:
The aluminum push button adult medium crutches were noted to be cracked on top portion of crutches where arm rests. The crutches were dispensed in the emergency room and when patient got into the car, the daughter returned to state that she noted the cracked piece. Also it was noted, the crutches have a very strong plastic smell and leaves the odor on the hands after using.======================manufacturer response for aluminum push button adult medium crutches, guardian (per site reporter).======================we spoke with medline. We generated the report to be sent to their quality department.